Manufacturer narrative:
Available details indicate that the customer was advised to replace the screen. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available.

Event description:
Philips received a complaint on the heartstart xl device indicating that there are white spots inside the screen.

Manufacturer narrative:
Phone number: (B)(6).